Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported that there was a constant tone coming from the insulin pump. The customer stated an alarm did not occur prior to the constant tone. Her blood glucose was 235 mg/dl. The customer was advised to remove the battery for five minutes and to insert a new battery. She stated the constant tone disappeared. Troubleshooting was performed for the customer's high blood glucose, which she was treating with injection. The drive support cap appeared normal. The customer was advised to disconnect and reconnect the tubing and reservoir and verify secure connection by gently tugging on the connector. The customer then attempted to prime and the insulin pump gave a no reservoir notification. She rewound and primed the insulin pump again and it gave a no delivery alarm. When the customer removed the reservoir and manually pushed insulin through, it went through just fine. When she was asked to manually prime the insulin pump once...